Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient service maintenance.

Event description:
The initial reporter stated there was water around the cells of the cobas 6000 c501 module. The cells appeared almost full of wash reagent. Due to this, some tests failed calibration. The field service engineer found that the vacuum pump diaphragm degraded due to aging. This caused the cells to overflow. The valve and pump diaphragm were replaced. The engineer then verified the instrument was functioning normally. As a result of the incident, the customer decided to re-test 5 patient samples. Of these, one had discrepant test results for creatinine. The sample initially resulted in a creatinine value of 0.58 mg/dl and it repeated with a value of 1.14 mg/dl.